Event description:
The service report shows that while performing an incoming evaluation, the device failed to switch from ac power to internal battery power within specifications. The service technician inspected the device and replaced the battery pack. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.